Event description:
It was reported that during the atrial fibrillation ablation procedure, a farawave catheter was selected for use. During the procedure, there was a spline inversion, and the guidewire was difficult to advance. The guidewire was then unable to be removed and became stuck. The catheter was replaced, and the procedure was successfully completed with another farawave catheter. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis boston scientific has made attempts to retrieve the farawave catheter, however no further movement on device return was noted; therefore, a technical analysis of the complaint device could not be completed. Media was reviewed by a boston scientific quality engineer. Based on the media provided, the device cage was observed in a position between undeployed and basket configuration. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of 'stuck guidewire, spline inversion, and difficult to advance guidewire' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the farawave instructions for use (IFU) was not followed.